Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that once the intra-aortic balloon (iab) was inserted and therapy was initiated, the iab did not expand. The iab was replaced to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. The extender tubing was also returned. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 70.1cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The one-way valve was removed from the iab and the iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The evaluation determined kink in the catheter tubing. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat this event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213): the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213): the review of the historical data was performed. Trend analysis (4110/213): the overall complaint trend data for the period jan-2020 to dec-2021 was reviewed. Communication/interviews: (4111/213): communication/interviews were performed to obtain all possible information. Reference complaint#: (B)(4).

Event description:
N/a.